Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Initial reporter - ni. Concomitant product(s): a 963203000 canal plug, d12030358. A 66017569 cement, 74324296. A 00801803203 femoral head sterile, 61035656. A 00875100932 liner neutral 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell 61380228. A 65875305001 shell with cluster holes porous 50 mm o.d. Size hh 61985683. Unique identifier (UDI) # - (B)(4).

Event description:
Patient underwent right hip revision procedure approximately two years post-implantation due to periprosthetic fracture of the femur. All components were revised no additional information provided.